Event description:
The pt expired. The cause of death was not reported. The pt's death was reported to be unrelated to the implanted system. The device system was used to deliver morphine sulfate and clonidine.